Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2015 and system mode diagnostic results revealed high impedance (8077 ohms). On the same date, normal mode diagnostic results revealed high impedance too. The device was then disabled. No patient adverse events were reported. Review of manufacturing records confirmed that both, the lead and the generator passed all functional tests prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2015. Further information from a nurse was received, indicating that on (B)(6) 2016 the patient underwent revision surgery. Lead impedance was 8000 ohms. The lead pin was disconnected and reconnected into the generator, which resulted in normal impedance of 3200 ohms. It was reported that the generator was then prophylactic replaced the same day. The patient's vns system was tested upon connection of the new generator to the existing lead and system diagnostics returned impedance results within normal limits with 3000 ohms. It was reported that the patient was seen again in clinic on (B)(6) 2016, and all was functioning normally. The explanted generator was not returned to the manufacturer. Therefore, no analysis could be performed.

Manufacturer narrative:
Supplemental report #1 inadvertently did not state that the generator had been returned for analysis.

Event description:
The explanted generator was returned to the manufacturer for product analysis. Various electrical loads were attached to the generator and results of diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. No obstructions were noted in the generator header cavity and the header cavity met specifications. A comprehensive automated electrical evaluation showed that the generator performed according to functional specification.